Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of home patients homechoice machine during the initial drain cycle of their automted peritoneal dialysis therapy. Per initial report, the home patient connected their transfer set to the patient line of the homchoice cassette after the initial drain started on their automated peritoneal dialysis therapy. Baxter technical service center assisted the home patient in ending therapy early. No patient injury of medical intervention was associated with this incident per the initial report.